Event description:
During a low anterior resection procedure, the instrument did not fire properly. The surgeon resected tissue to apply another device. Date device expires: 10/31/2000.

Manufacturer narrative:
11/21/96- supplemental report #1 sent to FDA. Device eval indicated and codes entered in h3 and h6. Additional data entered in d7, d8 and d9.